Event description:
According to the information, there was malfunction, infection and pain.

Manufacturer narrative:
According to the available information, this inflatable penile prosthesis was implanted in 2005 and removed in 2006 due to a malfunction, infection and pain. A pump, two cylinders and a lockout reservoir were received for evaluation. Examination and testing of the returned components revealed a separation in the pump bulb. Testing revealed this to be a site of leakage. Microscopic examination of the surfaces revealed them to be rough and irregular, indicating stress was exerted. No functional abnormalities were noted with either cylinders or reservoir. Based on previous qa simulations and examination of the returned product, qa concluded that the rough and irregular surfaces associated with this separation indicates that sufficient stress(s) was exerted on the pump bulb to separate the site while in-vivo. A separation of this type would then allow the loss of fluid, making the device inoperable. The review of the device history records by quality assurance indicates this lot passed sterility testing prior to being released. Based on this knowledge, qa concludes that the device was sterile prior to the device packaging being opened and that the infection originated from source(s) other than the device.